Event description:
Reported blood glucose results of "511 mg/dl" with a lifescan meter and "115 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips and control solution were replaced.